Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy and declined any further troubleshooting.